Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the total parenteral nutrition (tpn) infusion was not administering at set rate. Approximately 1000 milliliters were still to be administered when it should have been completed. It was agreed with the patient to let tpn continue and to disconnect it later in the day to ensure best nutrition and hydration. There was patient involvement, and there were unknown signs or symptoms experienced.